Event description:
Caller reported a cgm error which indicated that the pump had lost its bluetooth connection and the cgm was greyed out. The caller did not report any impact on their blood glucose level, and it was assumed to be within normal range. Technical support provided instructions for a complete pump reset, and after following the guidance, the caller successfully reinitiated their sensor session without encountering the error again.